Event description:
During a robotic assisted laparoscopic hysterectomy on 11/08/2023, the robotic mega suturecut needle driver was reported to have a problem with the grip, "grip fails to hold needle," per report. A new robotic mega suturecut needle driver was opened to complete the case. The broken instrument was tagged and sent down to spd (sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.